Event description:
Information was received from the consumer via the manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the ins turns off by itself, stimulation may be off from time to time. Contributing factors were unknown. Troubleshooting was performed. No apparent cause for the stimulation being turned off has been identified. It has been confirmed that neither user error nor battery depletion of the stimulation device occurred. Since stimulation can be turned off due to interference, it has been explained that the therapy application should be checked whenever such changes are noticed. It was unknown of the issue resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.